Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "textured" and deflation.

Event description:
Healthcare professional reported right side exchange due to voluntary recall and "leaking." Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: red particles in the shell and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported "both capsules had nodularity" and "right breast mass".